Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified signs of use. Burrs were fractured and a small piece was stuck/jammed in the handpieces. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The complaint cannot be confirmed as the instrument cannot be checked for assembly or mating issues because the piece was stuck in the handpiece. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 00592704000; milling handpiece; lot#: 13011231. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the milling burr on pfj hand piece would not fully seat. It was believed to have been fully seated, because the tech pushed in as far as it would go; however, it wouldn't move any further and milling burr became stuck in hand piece. Subsequently, this malfunction resulted in taking more antero-medial bone, which was filled with bone cement.